Event description:
Pt had an MRI study done. It was a point 3 testa open magnet- weak field. Pt was asked all questions and he only said yes to hearing aid. Tech found out pt had a pacemaker after the studies had been done. Pt was sent to the ER and a cardiologist said pt is doing fine.